Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that outcome was blunt and only able to vacuum vitreous during vitrectomy surgery. The surgery completion details were unknown. There was no information about patient impact. Additional information was requested and non-received till date.